Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured. The full lead was returned and analyzed.

Event description:
It was reported the lead sensing value decreased. The lead was removed and replaced. No patient complications have been reported as a result of this event.